Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection, and functional testing were performed. Investigation was unable to repeat customer's reported problem. However, according to the investigation, ?no disposable alarm" message was found in the pump's event history logs after pump starting and disposable attached. Investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during pre-testing of this smiths medical cadd legacy pump, the pump continuous beeping. It was reported that the customer switched to a different pump. No patient involvement reported.